Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# l97856, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported new pain and was going to reprogram. The patient has complex reg pain syndrome (crps) type I in one leg and the patient understands the crps has started in the other leg. Upon interrogation, the battery had reached end-of-service (eos) and they were unable to reprogram. An electrode impedance check was performed and high impedances on electrodes 8-11 were greater than 3600 ohms. The patient plans on having the battery replaced. No interventions/actions were taken at this time since the physician has not yet been notified of the event. The issue has not been resolved at the time of this report. The patient's status at the time of this report was alive - no injury. If additional information becomes available, a follow-up report will be submitted.